Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding assistance with therapy; which occurred on the homechoice (hc) during use during prime. The technical service representative (tsr) asked the caregiver (cg) if the end of the patient line touched the floor. The cg stated no, the patient line just fell on the table, and they put the patient line back in the organizer. The tsr had the cg close the clamps and cycle the power. The tsr explained the reload the set alarm. The cg stated the tubing was stiffer than normal. The tsr explained the cg could let the heater bag and set warm up about a half hour to an hour earlier in the colder months. The hc went to press go to start. The tsr had the cg press go. The hc self tested ok. The tsr had the cg open the clamps and press go. The cg stated the solution came out of the patient line. The hc primed ok. The tsr assisted with troubleshooting and repriming the set. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the care giver (cg) 03/01/2012 the regarding reported problem. The cg stated that the patient line did come out of the organizer but it never hit the floor. They stated it was just dangling slightly off the organizer. The cg stated as far as the reload the set alarm, they just had to reseat the cassette and the alarm was resolved and they were able to continue with therapy. The cg stated for the fluid leaking out of the patient line during prime, they stated there were no issues noticed with the supplies that could have caused that. The cg stated the line was not lower than normal and no bags were stacked. The cg stated after the technical service member assisted them they did not have any further problems and the patient was able to continue with therapy as normal. The cg stated they did not notice any problems with the supplies or with the machine. They do not know the lot numbers of the supplies, nor do they have samples available. The cg stated that the patient has not any problems since then, and therapy is going well. There was patient